Event description:
It was reported to kendall healthcare that a vet technician reached into a box of unused syringes and stuck self on a needle which was sticking out through it's sheath. It was stated that no injury was sustained.